Event description:
An alarm issue was reported with the adc device. The customer reported the low and high alarm did not sound and as a result, the customer experienced symptoms of feeling tired, cold, "felt like throwing up," a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose of 7.0 mmol/l on a hcp meter and provided a unspecified injection as treatment. It was determined during call intake that the customers operating system is incompatible with freestyle libre 2 device. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. In addition, it was determined during call intake that the customers operating system is incompatible with libre 2 device. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. No further investigations planned as the device was reportedly discarded. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.